Manufacturer narrative:
Batch review performed on 07 june 2017. Lot 162102: (B)(4) items manufactured and released on 01 july 2016. Expiration date: 2021-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon swapped the medacta liner and the other company's head. The surgery was completed successfully. X-rays and explants are not available.